Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused heparin during patient therapy in the central intensive care unit (cicu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: g3: date received by MFR should be 2/25/2025 and not 02/28/2025 which was initially reported. Additional information: d9. H3, h6, h11. H11: the device was received for evaluation. During evaluation, the under infusion was not replicated. Functional testing was performed which included downstream (distal) occlusion sensor testing, upstream occlusion sensor testing, and flow rate accuracy testing, and no issues were noted. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.